Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1gm, every five days, route and duration not reported), injection of fortum (1gm, daily, route and duration not reported), and injection of heparin (0.5ml, duration and route not reported) for peritonitis. Nine days after the onset of peritonitis, the patient passed away. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. At the time of death pd therapy was ongoing and the patient was recovering from the peritonitis event. No additional information is available.